Event description:
It was reported to philips that the device's event summary report shows no shocks delivered for an event in which there was a shock. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.